Event description:
It was reported that the compressor was not working while connected to the ventilator system during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Troubleshooting has been performed by a service technician. A supplemental medwatch will be provided when the investigation has been finalized.